Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation. In a separate visit the lens was repositioned and the lens rotated again. The lens remains implanted. Cause reported as a patient related factor. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5-a facility representative reported that the patient experienced a low vault with rotation. In a separate visit the lens was repositioned and the lens rotated again. In a third visit the lens was explanted and on the same day different surgery a replacement lens of a longer length was implanted. The replacement lens resolved the problem. D6b. On (B)(6) 2024 corrected data: b3-date of event is corrected to 15-aug-2024 h5- is corrected to yes. Claim# (B)(4)